Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included blood pressure high and musculoskeletal pain. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent uti"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain upper ("pain / stomach pain"), nausea ("allergic or hypersensitivity reaction type: nausea"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), headache ("headaches") and pelvic pain ("pelvic pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal discharge, dyspareunia, nausea, tooth disorder, alopecia, female sexual dysfunction, urinary tract infection, abdominal pain, metrorrhagia, hormone level abnormal, headache, weight decreased and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure device was placed and each fallopian tubes with 5 coils in the uterus after placement of the essure device in each of the fallopian tube. Insertion date in current fu (B)(6) 2010. As per pfs from july 23, 2019 plaintiff intends to have essure removed; however, it was not scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Following events were added: migration ,abdominal pain, pelvic pain ,metorhagia (bleeding b/w periods), hormonal changes, headaches and weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.